Manufacturer narrative:
The product is manufactured in the u.s., but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+2.0/011 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. There was residue on product. Visual inspection found the haptic deformed and foreign material on lens surface (residue on lens). Corrected data: date received by manufacturer: 05 jun 2018 is the correct date in the initial MDR. (B)(4).